Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) had migrated from the original device pocket. Follow up was conducted with the patients listed clinic. The healthcare professional (hcp) at the clinic indicated that they have not followed the patient for several years and they do not know who is currently following the patient. No further information is available. The device remains in use. No patient complications have been reported as a result of this event.